Event description:
The customer's parent reported via phone call that she was bleeding a lot when they attempted to change the sensor. Blood was visible on the sensor connector. Customer's blood glucose level was over 400 mg/dl. She treated her high blood glucose with the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unable to confirm the needle complaint due to the customer only returned the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.